Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. Details of surgery: ridge augmentation. On (B)(6) 2023, the implant was removed upon clinician¿s decision. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, increased sensitivity and inflammation. No further patient complications were reported.